Event description:
Percutaneous coronary intervention (pci) was performed on a bifurcation lesion in the 1st diagonal and the proximal left anterior descending artery (lad). The lesion in the diagonal was ballooned and a 3.0x33mm cypher select stent was deployed in the proximal lad. Ten months later, the pt presented to the hospital with chest pain for three days. Coronary angiography revealed a 99% stenosis in the diagonal branch. The stenosis was within 5mm of the previously placed cypher stent in the proximal lad. The lad stent showed no evidence of instent stenosis, thrombus, or aneurysm. The stenosis in the diagonal branch was treated with the placement of a 2.5 x 18mm cypher select stent with good results. This pt presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for intervention was unstable angina with resting ECG changes. Pre-procedure ck, ck-mb and troponin were within normal limits. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed in a 95% de novo lesion in the proximal lad and the 1st diagonal at a bifurcation requiring double guidewires. The (b2) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x15mm balloon at 8 atmospheres (atm) before a 3.0x33mm cypher select stent was deployed at 14 atm with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Post-procedure ck, ck-mb and troponin were within normal limits at the 6 to 24 hour interval. Ck and ck-mb were within normal limits at the 24-hour interval to discharge. The pt was discharged two days after the admission. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins and ace inhibitors. At the 1-month follow-up interval, the pt was asymptomatic for anginal symptoms. Post-procedure medications remained unchanged. No new adverse events were reported. At the six-month follow-up interval, everything remained the same except that the pt was no longer taking ace inhibitors. At the 1-year follow-up interval, the pt was asymptomatic for anginal symptoms. Post-procedure medications remained unchanged and the pt was also taking ace inhibitors. The repeat pci was noted.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.